Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action (B) (4). During preliminary inspection, it was observed that there was no audio output from the device. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.